Event description:
Based on the report information, submitted to (B)(4) on (B)(6) 2010, piccs leaked during use. The product is (B)(4). No other information has been made available. The used products / samples were not returned to (B)(4). (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The information provided with the report is sketchy. Additional information has been requested but has not been received. An examination of the device(s) has not been carried out as the used item(s) was not returned to (B)(4).